Manufacturer narrative:
E1: initial reporter address: (B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was not further described. It was not reported if the patient was hospitalized for the event. The same day as the event onset, the patient was treated with unspecified antibiotics for the event. It was not reported if the patient was retrained on proper aseptic technique. It was reported that the patient passed away (seven days after event onset). The cause of death was reported as due to peritonitis. It was reported that an autopsy was not performed. It was reported that pd therapy was ongoing prior to and at the time of death. No additional information is available.